Event description:
Spacelabs healthcare was notified that 10 ultraview sl telemetry beds lost signal unexpectedly. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs technical support engineer assisted the customer with troubleshooting the reported issue over the phone. While troubleshooting, the customer reported that the issue had resolved on its own and all channels were now online. There is not enough information available to determine the exact cause of the reported issue. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.